Event description:
Information was received regarding a cadd extension set. It was reported that the device, when connected with a mating component, resulted in leakage of medical fluid. There was no patient, or clinician injury associated with this event. No additional information is available.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4) . No problems or issues were identified during this device history review. Three pictures were attached for evaluation and a leak was found between the filter and tube. The complaint is confirmed. A sample was also received for evaluation.the sample was in used condition, without its original packaging. During leak testing, the sample was tested using a syringe with colored water. A leak was found between the filter and tube. The complaint is confirmed. Root cause was found to be a lack of solvent by not following the procedure. An awareness notification was made to production personnel in order to explain the importance of adherence in following in the procedure.